Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report for the user for 30 days and observed that the issue is reproducible. The reported event is not confirmed as its expected behavior. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: yes, as mentioned above user did a pump replacement on 11th april which had the factory setting date. Due to this the new pump upload had a time line entry of 2016 causing carelink reports to assume that there is a backward time change event. We already had an enhancement in place to avoid this confusion. As mentioned already , user can generate reports separately for march and april which will provide the expected data in reports. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. The root cause of this issue is due to factory setting in new pump causing the report show backward time change. Helpline confirmed that they have provided the above feedback to user and confirmed they understood. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the customer data from the previous month was not available in carelink. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.